Event description:
The customer reported that insulin was leaking from the reservoirs, and she was experiencing high blood glucose for two days. The blood glucose reading at time of call was 318 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.